Event description:
The 68 yr old woman had suffered an major stroke, had become paralyzed on the right side of the body and was also dysphasic. There was an approx. 3" to 4" gap between the bed rail and the mattress she was on. She somehow slipped down between the mattress and bed rail and strangled herself on the bed rail. Because of the condition, she could not pull herself up or call out for help.